Manufacturer narrative:
The facility spoke with technical services and ordered a new footpedal and cable. The facility was instructed to send the original footpedal back to the MFR for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "footswitch was not responding" (device operates differently than expected). A facility reported, the footswitch would not respond. The footswitch was switched out and the case was completed. No pt impact reported.